Event description:
The customer states that the imx tacrolimus ii assay is generating erratic patient results. Patient #3 generated results of 7.8, 5.5, and 13.5 ng/ml. A result of 9.1 ng/ml was generated at a reference lab. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The customer states the probe, syringe and valve were last replaced on the instrument in 2007. The customer support specialist (css) instructed the customer to replace and calibrate the probe then perform precision testing. The customer performed the requested troubleshooting. The precision run using the control and patient sample was acceptable. The complaint indicates the issue was resolved by replacing the probe. Subsequent instrument operations and test results were acceptable. The customer's issue appears to be related to an intermittent issue with the probe, which is listed a possible cause for the generation of erratic results by the system. Replacing and calibrating the probe returned the instrument to the correct specifications based on the customers observation that the results of the precision run were acceptable. The customer's issue is addressed in the tacrolimus ii (ln 3c10) reagent package insert (34-3782/r7) in the sections entitled: imx tacrolimus ii procedure, limitations of the procedure and expected values. The imx system operations manual (ln 8376-07/66-5458/r4) also provides information related to this issue under meia results, erratic meia test results and the section entitled "as required maintenance." This is a final report.